Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.

Event description:
The patient was receiving electrotherapy treatment for neck and shoulder pain, when they complained of unintended output. Three minutes into the treatment, the device reportedly shocked the patient. The resultant unintended output startled the patient and the patient yelled. The treatment was terminated and the treatment area was examined. There were no visible marks or lasting adverse effects from the event. The patient did not require medical treatment for the event. The patient is continuing to receive electrotherapy treatment.